Event description:
The device was used during a chemosite procedure. Reportedly, the catheter broke. The surgeon performed a re-operation and removed the chemosite and implanted another one. The hosp has reported the pt's condition is satisfactory.